Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v500688, implanted: (B)(6)2010 product type: lead. Product ID: 3037, serial# (B)(4), product type; programmer, patient. (B)(4).

Event description:
It was reported that there was low impedance measurements of less than 50 ohms on contacts 0 and 1. The manufacturing representative (rep) did not have access to the clinician programmer or to the patient. The patient's implantable neurostimulator (ins) died. The patient was feeling stim. The program was on 1-3+ and the low impedance values were on contacts 1 and 0. The out of range electrodes were being used in programming and were causing therapy problems. The patient was feeling stimwith contact 1. The issue could not be troubleshot due to lack of access to the product. The patient was going in for surgery to replace the depleted ins, which was likely due to normal battery depletion. There were no symptoms reported. After follow-up with the rep, the cause of the low impedance was not determined. The replacement did not resolve the low impedance issue. The patient felt stim on all four electrodes. The low impedance was on 0 and 1. After replacement, the patient left on program -2, +0 and felt comfortable stim at 0.9 volts, which was a very low amplitude. If additional information is received, a follow-up report will be sent.